Manufacturer narrative:
Approximate age of device: 3 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with slurred speech, facial droop, and difficulty with motor skills. All symptoms resolved in the emergency room (ER). It was later communicated that the patient had experienced a tia (transient ischemic attack. It was reported that the patient presented a slightly elevated international normalized ratio (inr) and elevated lactate dehydrogenase (ldh). Hemolysis was suspected based on the elevated ldh, as well as an observed increase in power. An angio head/neck and a head CT were performed and the patient was treated with heparin and warfarin. On (B)(6) 2019 the patient's ldh had decreased and haptoglobin levels were low. The patient's symptoms later resolved and they were discharged with a higher inr range and a higher coumadin dose. The patient did not want to consider a pump exchange and would continue to be monitored.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a correlation between the device and the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted log files captured data from 3may2019 to 14jun2019 and showed power and flow typically ranged between 4.3-5.9w and 3.2-6.2lpm. Between 6may2019 10:14am and 7may2019 10:14pm, the data showed intermittent elevations in power to as high as 6.5w. During these intermittent elevations in power, estimated flow reached as high as 7.7lpm. No power or flow elevations to 10w and 10lpm were captured. No interruptions in device therapy were observed and the system operated above the low speed limit for the duration of the log file. No atypical pump related alarms were observed. The heartmate ii instructions for use (IFU) lists stroke, neurologic dysfunction, and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system (lvas). The IFU outlines recommended anticoagulation therapy and inr ranges. The IFU also explains that changes in pump speed, flow, or physiological demand can affect pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling.